Manufacturer narrative:
After further evaluation, the suspect medical device was changed from clinical chemistry magnesium, list 03p68-22 in section d of this report to the architect c4000, list 02p24-40. MDR number 1628664-2019-00623 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
Patient identifier for second patient: sid (B)(6) and is a (B)(6) year old female. All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported an initial magnesium result of 1.3 mg/dl when processing on the architect c4000. The retest result was 2.3 mg/dl. The customer reported results for sid (B)(6) (female, (B)(6) year old) ranged from 2.3 - 6.3 (result of 2.3 was released). The customer uses a normal range of 1.7-2.5 mg/dl. No impact to patient management was reported.